Manufacturer narrative:
The reported event could not be confirmed. It was unknown whether the device had met specifications due to no sample was returned for evaluation. The product was used for treatment purposes. A potential failure mode could be ¿difficult insertion¿ with a potential root cause of ¿outside diameter is too large¿. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿if desired, use the adhesive label(s) to hang the package on a nearby dry vertical surface while preparing to catheterize.". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient was unable to insert the catheter more than 2-3 inches. The patient stated he had trouble inserting urethral catheters in the past, and had 3 urological procedures and some of his prostate was removed last week.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was unable to insert the catheter more than 2-3 inches. The patient stated he had trouble inserting urethral catheters in the past, and had 3 urological procedures and some of his prostate was removed last week.